Manufacturer narrative:
It was reported that the ventilator generated several technical error codes indicating power errors when performing pre-use check. Our field service engineer investigated the ventilator on site. The dc/dc & battery control printed circuit board (pcb) was replaced and returned for technical investigation. Simulated test use in a ventilator of the returned pcb could reproduce the reported issue, the errors alarmed on start-up. The conclusion is that the cause of the technical alarms are related to the defective components on the dc/dc pcb. However, it was not possible specify them.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated several technical error codes indicating power errors when performing pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).